Event description:
As reported, during a procedure in the patient's right coronary artery system, after a contrast injection with a syringe, the physician noticed a large air bubble and smaller micro bubbles in the patient's post anterior descending artery. The physician pulled back, filled the syringe and again injected air into the right side. The procedure was completed and the patient had no complications. The used syringe is being returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used device will be returned, to date it has not been received by the manufacturer. Therefore a device failure analysis is not yet available. Upon receipt of the sample/ completion of the investigation a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.